Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us was not able to remove the needle from the pen. The following information was provided by the initial reporter: it was reported by the consumer, with the new design the pen cover will not fit over the needle covers to remove the needle from the pen after the injection.   Verbatim: consumer stated that he does not have a problem with the product itself but the changes to the pen covers make it difficult to remove the needle from the pen after doing injection. He stated that with the original nano needles he would place the green cover inside of the clear outer cover and place both back on the needle to remove it from the pen but with the new design, the green cover does not stay inside of the outer cover. He said it falls out when he tries to place the covers back on the needle. Consumer also stated that he was also able to place the pen cover back on the pen over the covered needle and he would discard the pen with the needle covers attached but with the new design, the pen cover will not fit over the needle covers. Email verbatim: gen 2 has different cap. Very little difference in shape/appearance. Green needle cover doesn't fir for disposal like gen 1. The needle, which is only one for the pen, has a plastic carrier, green point cover and a cap. Old model, when you placed green cover into cap, it stayed there. Made it really easy to put cap on, with green cover already in it and throw. Gen 2, the green cover no longer stays in cap. Turn cover over put needle in and it just falls out. Safety and disposal issue. Green needle cover used to snap in clear/white cap. Put pen in unscrewed and done. Now put green cap in, it doesn't snap so when you unscrew pen, green cover falls out when taking pen away. Used to be able to put pen cover on with needle attached for next use. Now, lip around clear cap so you can't put cover on with needle cartridge attached. Used to be able to cover but now can't.